Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k): k926214. The actual device has been returned for evaluation. Visual inspection of the actual device upon receipt - fractured piece 1 (approximately 118mm) - fractured piece 2 (approximately 51mm) - guidewire main body (approximately 2432mm) microscopic inspection of the actual device [fractured piece 1] - no exposure of the wire was found in the fractured section. - an abrasion was found in the vicinity of fractured section. [Fractured piece 2] (fractured section "a" and "b") - the wire had been exposed at both fractured section "a" and "b". - it had been kinked at approx. 19mm from the fractured section "a". - it had been dented at approx. 38mm from the fractured section "a". [Guidewire main body] - no exposure of the wire was found in the fractured section. - an abrasion was found in the vicinity of fractured section. - no anomaly such as a scratch was found in other sections. Electron microscopic inspection of the actual device [fractured piece 1] - a torn shape was found at the outer layer of fractured section. - the wire could be seen from the top surface. - the wire had been buried in the outer layer. [Fractured piece 2: fractured section "a"] - a torn shape was found in the fractured section. - approximately 0.17mm of wire had been exposed. [Fractured piece 2: fractured section "b"] - a part of the end of outer layer at the fractured section was straight. - approximately 0.42mm of wire had been exposed. [Guidewire main body] - a part of the end of outer layer at the fractured section was straight. - the wire could not be seen from the top surface. - the wire had been buried in the outer layer. From the condition of damage at the outer layer and the position of wire, it was likely that fractured section "a" of fractured piece 2 had been fractured on the fractured piece 1 side, and fractured section "b" of fractured piece 2 had been fractured on guidewire main body side. Electron microscopic inspection of the wire the outer layer of actual device was removed, and the condition of wire at the fractured section was confirmed. [Fractured piece 1, fractured section "a" and "b" of fractured piece 2, guidewire main body] - no taper was found on the side of each wire. - radial patterns were found on the top surface of each wire. - the wire had been deformed on the top surface of wire at fractured section "a" of fractured piece 2. Dimensions outer diameter in the normal section met the factory's specifications. No anomaly was found. Bending strength test - it met the factory's specifications. No anomaly was found. Missing length - fractured piece 1 (approximately 118mm) - fractured piece 2 (approximately 51mm) - guidewire main body (approximately 2432mm) - total length: approximately 2601mm since the length of the product with the involved product code is approx. 2600mm, it was likely that there was no missing length. History investigation of the product with the involved product code/lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report was found in the past complaint file. Simulation test - continuous torque force was applied in the same direction while the test sample was curved. - no taper was found on the side of wire.radial patterns were found on the top surface of wire. From the test result, it was likely to be similar to the condition of actual device. Cause of occurrence/conclusion based on the investigation result, no anomaly was found in the manufacturing history record, dimensions of the actual device, and the bending strength test result. From the condition of actual device and simulation test result, as a possible cause of occurrence, it was likely that when the wire was curved, continuous torque force was applied to the involved section in the same direction, causing the wire to fracture. After that, pulling force was applied during removal, causing the outer layer to tear and become detached inside the patient's body. From investigation information 3, it was likely that fractured section "a" of fractured piece 2 was fractured on the fractured piece 1 side, and fractured section "b" of fractured piece 2 was fractured on guidewire main body side. Regarding the cause of abrasion in the vicinity of fractured section at fractured piece 1 and guidewire main body, and deformation of the wire at fractured section "a" of fractured piece 2, it was inferred that it came into contact with some hard object. However, since the details of procedure were unknown, it was not possible to clarify exactly when the event occurred and what the hard object was. In addition, it was likely that there was no missing length. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the wire was fractured. During percutaneous transluminal aortic valvuloplasty (ptav), the balloon had a large degree of movement and was seen to be colliding the bovine arch shape section hard and repeatedly. When the movement of the catheter was looked closely, it was recorded that it had bent at the section where it had supposedly been cut. It was likely that during ptav, the bending force caused by the large movement of catheter damaged the guidewire, leading to its cutting. They were able to change their approach and use a snare to retrieve the cut piece. The procedure outcome was not reported. The patient recovered with minor harm.